Event description:
The pt reportedly experienced ongoing intermittencies between the external equipment and the internal device. External equipment was exchanged and programming changes were made. The intermittencies continue. The pt has been counseled and is considering device revision.